Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed indicating a sustained paw of over 10 seconds. There was no report of patient involvement.

Manufacturer narrative:
Additional information received from the ge healthcare field engineer revealed that the user was testing the device incorrectly. The ge healthcare device was operating to specification and there was no failure of the device.